Event description:
The end user states that she was using the motorized wheelchair armrest to assist her in getting up from the commode when allegedly the right armrest broke, causing her to fall and injure her wrists.

Manufacturer narrative:
The end user was not operating or sitting in the motorized wheelchair at the time of the alleged event. Instead, the end user was utilizing the armrest of the motorized wheelchair to assist her to stand up from the commode. Upon evaluation of the returned part, the condition of the armrest mounting holes indicates that the armrest mounting screws may have been loose. Loose mounting screws can contribute to bolt breakage under stress, and may have contributed to this incident. The owner's manual warns, "do not operate a vehicle that is not functioning correctly".